Manufacturer narrative:
Evaluation summary: the device conditions are unknown. The orientation of the implanted cup is unknown, and the surgical notes are unavailable. It is unknown which instruments were used during the revision surgery. It is also unknown if the liner was attempted to be removed as per the surgical technique. Based on the above information and observations. It is most likely that the shell edge fractured upon direct impact with the osteotome when attempting to remove the liner. If indeed the piece of metal was a part of the rim, the shell edge is no longer intact. Since the shell remains implanted, there is no guarantee as to the functional integrity of the liner, locking ring, and shell construct, and may be considered off-label use. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and that the patient was revised four months later, due to infection. While attempting to remove the liner from a tm cup, the surgeon hit the rim of the cup with an osteotome at the site of the locking rim tabs. It was noticed that a thin round of piece of metal was found inside the cup and was thought to be a broken locking ring. The liner was then removed from the cup with an osteotome. It was discovered that the piece of metal was actually part of the rim of the cup from the section where the tabs are of the locking rim. The surgeon then wanted to impact the liner on to determine if it would lock in. The surgeon was informed by the rep that he could not guarantee the integrity of the construct due to the damaged acetabular component. The surgeon impacted the cup and a tibial was performed. The surgeon was comfortable with the strength of the liner in the acetabular component. A call was placed to the attending surgeon explaining the situation and the attending surgeon agreed with the decision. The procedure was then finished in the normal fashion.